Manufacturer narrative:
Insulin pump was received with operating currents within spec. Insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and power loss alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power lost error multiple times. It was reported that the customer's blood glucose was 23mmol/l at the time of incident. It was reported that the customer's mother performed a few power error tests, but power lost error returned. It was reported that the insulin pump went out and no alarm was heard. The insulin pump was returned for analysis.